Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-70 serial #: (B)(4) description: infinion 70 cm lead kit model#: sc-3400-30 serial #: (B)(4)description: infinion splitter 2x8 kit (30 cm) model#: sc-4316 lot #: 16552649 description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients leads had high impedances. It was noted that only four contacts were working and the patient could no longer feel the stimulation. The patient underwent a revision procedure wherein the ipg, leads, splitters and clik anchor were replaced. The physician suspected a device malfunction for the splitters. The patient was doing well postoperatively.